Event description:
It was reported that the customer's cartridge was damaged while the case was being taken off. There was no adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.